Event description:
Respiratory therapists have found problems with potentiometers on the front panels on several of the servo 300. These potentiometers cause fluctuations of the set values. There was no pt injury.